Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
(B)(4). If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and a reservoir was used. After the procedure the reservoir could not be locked. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.